Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a bad resistor ((B)(4)) and is currently being investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4) the suspect device has not been received by carefusion.

Event description:
The affiliate stated the customer reported vent inop (inoperable) and motor fault error while using the vela ventilator. The affiliate stated the customer reported to replace the turbine and turbine driver pcb (printed circuit board), and the issue could not be resolved. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.